Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Device evaluation: the pump has been returned, and it was evaluated by product analysis on 04/09/2015 with the following findings: several cs-(B)(4) 'call service alarms', which can be indicative of the type of issue that was reported, were observed in the pump history and black box data. The pump was exercised for 24 hours, during which no cs-(B)(4) 'call service alarms' were observed: the reported issue was not duplicated. The pump successfully performed the rewind, load, and prime sequence. The pump case was observed to be cracked in the area near the upper right corner of the display. A battery cap was not returned with the pump; a test battery cap was used during the analysis. Evidence of moisture ingress was observed behind the display lens. The pump failed a leak test due to a leak at the aforementioned pump case damage. The pump case was removed, and further evidence of moisture damage was found on the printed circuit board. Unrelated to the reported issue, the display screen visual was observed to be dim due to an unidentified display failure.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a call service alarm (cs 088) issue. It was reported that a cs-088 ¿call service alarm¿ occurred 3 or more times within a 30 day period. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.